Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had diabetic ketoacidosis; blood glucose was high and was hospitalized on (B)(6) 2017. The customer reported that the son was admitted to hospital in diabetic ketoacidosis as his pump was not delivering insulin and want to see if there was something wrong with his pump. The customer reported that the sugar was so high it would not read and kidney was not function. They dehydrated and on 4th bag of fluids and was admitted for diabetic ketoacidosis and dehydration and possible pump malfunction. The patient's blood glucose at time of incident was unknown. The patient's current blood glucose was 137mg/dl. The customer had frequent urination, dry mouth, nausea and only thirsty now. The customer reported that they were unsure of blood glucose at time of hospitalization and it was over 500 and treated with insulin through a syringe and fluids. The customer treated high blood glucose with pump and syringe. The customer thought pump was not delivering insulin. The customer was still in hospital as his creatinine levels are high and make sure customer pump was working. Based on customer report proceeding in troubleshooting, the customer was alleging possible pump under delivery as they can¿t keep his sugar down. The customer stated the drive support cap appeared normal (slightly indented). The pump passed the displacement test. They performed high pressure test and it was unsuccessful as tubing was not clamped off correctly. Repeated high pressure test and it was successful. The insulin pump will not be returned for analysis.